Event description:
The catheter broke. The reporter was contacted regarding additional information and the reporter has not responded at this time.

Manufacturer narrative:
H6 - one used unit was received for analysis. Visually inspected the returned sample with microscopic enhancement and identified 7.683 mm of catheter tubing attached to the nose of the molded junction and had been separated from the rest of the catheter at this area. Jagged edges were identified at the area of separation. Confirmed the catheter was not moved from the original manufactured position within the oval disk and the wall thickness was within manufacturing specifications. A slit was identified in the catheter located approximately 12.477 mm above the oval disk that ran in a linear direction with the catheter. The slit was approximately 6.600 mm in length. Using a laboratory provided 10ml syringe with a bleach/water mix performed a fluid leak test. The flush was successful, observed leakage at the area of the slit. Conclusions: the sample had conclusive evidence of having received excessive stress to the catheter having caused the separation. There was conclusive evidence of ballooning in the catheter tubing. The slit was due to rupture from the inner to outer walls as a result of excessive pressure/force. A corrective action will not be initiated at this time because excessive stress/pressure/force contributed to the failure. The user is advised: use a 10ml syringe design to flush the catheter. Do not use force to flush the catheter as a 10ml syringe design has the potential to generate high pressure capable of rupturing the catheter. Bd first PICC catheters are 100 percent pressure tested to ensure the catheter has no leaks or occlusions prior to acceptance. A pull test is performed per the specification to insure catheter strength and integrity.